Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: unk recap magnum cup catalog #: unknown lot #: unknown, medical product: unk tape adaptor modular head catalog #: unknown lot #: unknown, medical product: unk magnum modular head catalog #: unknown lot #: unknown, associated device: unk ppf bonemaster stem 10 catalog #: unknown lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00640, 3002806535-2019-00641. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent initial primary right hip implant. Subsequently, a revision surgery was conducted due to pain and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent initial primary right hip implant. Subsequently, a revision surgery was conducted due to pain and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.